Event description:
The patient was going for a walk using a 5-year-old futura rollator, when the right front wheel came off. This led to them falling and as a result, the end-user fractured his clavicle on the left side.

Manufacturer narrative:
This event in occurred in (B)(6) involving a dolomite futura rollator. Invacare is filing this medwatch due to the dolomite futura rollator is also sold in the u.s. This device was manufactured at invacare (B)(4) in may 2017. The pictures received of the affected rollator confirm that upper part of the right front fork broke and came off the rollator, along with the wheel. The wheel itself looks very dirty and worn. The upper part of the front fork that remained on the frame is also worn. The appearance gives the impression of very intensive use. We also received the information that no maintenance has been carried out on the rollator since repair work was done in may 2020. However, both the user manual and the service manual of the rollator state that maintenance should be done regularly (at least once a year). The user manual also states: "periodically inspect the castors tightness, wear and damage." The service manual includes the following instruction "check that wheels and forks work properly, are free from defects and are well fixed." If additional information becomes available a follow-up medwatch will be filed.